Event description:
During direct stenting of a de novo lesion in the proximal rca that was calcified and tortuous, the proximal end of the shaft broke while advancing the cypher. The lesion was 24mm in length in an approx 3.5mm vessel diameter. There was no reported difficulty advancing until that point and excessive force was not used. The product appeared normal before use and prepped normally. The cypher along with the guidewire were removed and the shaft was broken at the proximal end. A taxus stent was used to complete the procedure. There was no injury to the pt and the product will be returned for analysis. This product is available for testing and eval, but has not been rec'd by the MFR as of this writing. Add'l info rec'd will be submitted within 30 days upon receipt.